Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician noted insufficient bone quality/quantity and implant mobility in this patient with excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.